Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and confirmed there was no problem with the speaker. The fse could not reproduce the malfunction reported by the customer. The device passed all tests and operational and remains at customer site.

Event description:
It was reported that there was a error message: loudspeaker malfunction. The device was in use at time of event, there was no adverse event reported.